Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 21st august, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the dome control lexan is damaged with possibility of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the dome control lexan and underside cover were damaged with possibility of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. The keypad peeling off is a normal wear at this location. In the chapter daily inspection before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Regarding the broken underside of lighthead it is difficult to determine the root cause without pictures. Nevertheless the most probable causes are: - a collision with another device, - cleaning with inappropriate chemicals. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 21st august, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the dome control lexan is damaged with possibility of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 21st august, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the dome control lexan and underside cover were damaged with possibility of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.

Event description:
On 21st august, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the dome control lexan and underside cover were damaged with possibility of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.